Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the upper and lower case were broken and the encoder switch was pushed inside the case. It was also indicated that the display wire insulation was pinched but not compromised. It was also indicated that two case screws were contaminated. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator (epg) was returned for evaluation subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.